Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead serial number (B)(4) revealed the stimulator lead/body/outer insulation separated at butt joint proximal end at the distal side of the number 0 connector.

Manufacturer narrative:
The initial report date did not change to 2014-07-17. The date remains the same as initial report date of 2014-04-18.

Event description:
It was reported that the lead was damaged during the procedure. At the time of the report the reporter was in the operating room (or) and the lead wire was exposed, the plastic covering had pulled back. An impedance reading came back normal. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3058, serial# unknown, product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reports the lead was explanted on (B)(6) 2015. It was reported that the impedance was not within normal parameters. The stimulator was noted a normal battery depletion and the lead was reported as "breakage". As of reported event date the patient was alive with no injury. The patient recovered without sequel. It was reported that the lead was damaged and caused abnormal impedances. The healthcare provider replaced lead and parameters returned to normal.